Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens cataract with a planned lens explant and surgery. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: cataract, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported the lens was exchanged with an miol lens and cataract surgery was performed. The problem was resolved. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).